Manufacturer narrative:
D3, manufacturer zip/postal: gu9 8ql. G1, MFR site zip/post code: gu9 8ql.

Event description:
It was reported that the patient was treated medically for pain. On (B)(6) 2024, the subject was randomized to therasphere arm in the mandarin study (main phase). Planned treatment type was uni-lobar treatment. Treatment with therasphere was performed on (B)(6) 2024. Mapping 99mtc-maa angiogram was performed, and target volume was 48 cm3. Treatment was performed administering 3.6 gbq through 1 vial and 6.68 gbq through 2nd vial. The total dose administered was 10.28 gbq. Total activity of therasphere delivery to lung was 0.09 gbq and 825 gy. The dose was perfused to target tumor tissue, and 99.8 gy perfused to normal liver tissue. On (B)(6) 2024, on the same day of index procedure, subject had experienced mild abdominal pain and nausea, and as a result, flurbiprofen axetil injection was administered for the abdominal pain. No corrective action was taken related to nausea.